Manufacturer narrative:
B3, g4, d4: UDI unknown. E1: phone 49 35205 52518. One device was received for evaluation. Visual inspection found the device to be in worn condition, and a scratched/broken lcd lens. A review of the event history log found 'air in line', 'downstream occlusion', and 'upstream occlusion' alarms. Functional testing was unable to duplicate the reported problem. As a preventative measure the device was recalibrated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed several times during feeding and that food did not pass through completely. There was patient involvement and unknown patient harm/adverse event reported.